Event description:
The procedure being performed was a laminectomy/lumbar fusion. The pt was prone on blankets. At the end of procedure, the drapes were removed at which time a 3 cm open wound was noted at one of the pin inserted locations. Wound assessed, stitched and dressed. The location of the open wound was in the parietal pin site.